Event description:
It was reported that the tip of the retaining sleeve broke off after sterilization. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the first thread flank at the forefront is broken off. We assume that the thread flank was damaged by a loose prime-lock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pickup or high friction between the inner and outer sleeve of the retaining sleeve. In this relation we would like to mention that our product development centre did improve the design of the retaining sleeves meanwhile to reduce friction between the sleeves. However, a review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.a review of the device history records did not reveal conditions that could have contributed to the reported event.